Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization for diabetic ketoacidosis while using the insulin pump. The reporter expressed concern that the pump may not have been working correctly and the patient was placed on insulin injections while waiting for the pump to be reviewed. Animas attempted to contact the reporter to troubleshoot the event however has been unsuccessful at this time. This report is made based on the allegation that the patient experienced hyperglycemia associated with the allegation that the pump may not have been working appropriately.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.